Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. It was also reported that the device stopped working, the cause of the malfunction was not identified. A surgical procedure was performed during which the aus was removed and replaced with a new one.